Event description:
It was reported that the patient presented for follow up with high pacing impedance exhibited by the right ventricular lead. No interventions were performed, as the patient will continue to be monitored. Further information was requested, but not received.